Manufacturer narrative:
(B)(4). Concomitant medical products: bipolar liner catalog#: 00500105028 lot#: 62473510. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner, pn unknown, ln unknown . Multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00487. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a shell would not fit over the liner. Another shell was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available